Event description:
The dealer called and claimed that the left motor failed. He stated that the motor over heated and the user smelled a burning smell from the motor.

Manufacturer narrative:
There was no injury reported with this incident. Sunrise medical (us) llc. Considers this a report of a fire and is currently investigating the cause. The motor involved was returned to our (B)(4) facility and has since been forwarded to the qa department in (B)(4) for investigation. Once the investigation has been completed, a follow up report will be filed.